Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 20mmx4mm, concentric, de novo target lesion were located in the non-tortuous and non-calcified ostium of the left anterior descending artery. A 6f 3.5 ebu unspecified guide catheter was introduced. After a pt2 ls guidewire has crossed the lesion, a 4.00x24mm promus element¿ drug-eluting stent was selected for use to treat the lesion. However, upon advancing the device, the physician noticed that the stent was dislodged from the balloon. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that snaring was done to retrieve the dislodged stent. The device was completely removed from the patient. Patient's current condition and prognosis is good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the balloon wall, which suggests that overall crimp contact was achieved between the stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A visual and tactile examination found no issues with the hypotube shaft profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found a mid-shaft kink 16mm proximal from the port bond skive. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was further reported that snaring was done to retrieve the dislodged stent. The device was completely removed from the patient. Patient's current condition and prognosis is good.